Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the surgeon initially only wanted to ¿open the ins pocket which had the query infection and decided that she needed to cut the extension rather than potentially causing infection in another site." The surgeon stated the cause of the query infection was a seroma.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: extension. Product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient developed a query infection of the wound over the pocket. There were no known external contributing factors that may have led to the event. No diagnostic or troubleshooting was performed. Surgical intervention occurred. The ins was explanted and the surgeon cut the extension inside the ins pocket and left the header attached to the other end. The issue was resolved at the time of this report. The ins and extension will be replaced in the future. No further complications were reported or anticipated.